Event description:
It was reported that the user contacted customer care via their caregiver to report an insulin delivery occlusion and requested assistance changing the cartridge, then became frustrated with removing the tubing cap during troubleshooting and discontinued the call, stating they would stop using the ilet. Symptoms included difficulty delivering insulin due to an occlusion. Outcomes included interruption of insulin therapy without reported injury. Investigation included technical support troubleshooting and user education attempts. Investigation of this case revealed that the issue could not be resolved because the call ended before completion and no device evaluation was performed. It was concluded that the event involved an occlusion with unsuccessful on-call troubleshooting and no confirmed device malfunction due to lack of product evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.